Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's adhesive infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (hip/buttocks) while wearing the device for longer than 48 hours. The patient visited the healthcare physician and was prescribed mupirocin ointment for local treatment.